Event description:
Additional information received noted that the patient presented to the emergency room and it was discovered that the right ventricular lead noise had resulted in oversensing and lead to inappropriate shock. The product was capped on (B)(6) 2026 and successfully replaced. The patient was stable.

Event description:
It was reported that the right ventricular lead displayed noise. No intervention was reported and patient status was not provided.